Event description:
It was reported that an obtryx sling was implanted to the patient. Sometime after implantation, the patient experienced diffuse abdominal pain and difficulty urinating. Around a month after the sling had been implanted, the urologist decided to remove the device. During the procedure, only the right side was removed. It was indicated that the left side remained in place. Following the procedure, the patient has continued to experience pain on the left side.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e2330 captures the reportable event of abdominal pain. Patient code e1309 captures the reportable event of difficulty urinating. Impact code f1905 captures the reportable event of mesh revision.